Event description:
It was reported a patient underwent a hip revision approximately nine years post implantation due to pain and a pseudotumor. During the procedure, inflammation and implant wear were noted. The shell was well fixed and remains implanted. The stem, liner, and head were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00236 0001822565-2023-02706 0002648920-2023-00238 d10: cat #: 00877503601 / bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 / lot #: 2651987 cat #: 00877501136 / bioloxâ® delta ceramic taper liner, size jj / 36 i.d. For use with 54 mm o.d. Size jj shell / lot #: 2727208 cat #: 00811400100 / femoral stem 12/14 neck taper standard offset size 1 130 mm stem length / lot #: 62586389 cat #: 00875705401 / 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners / lot #: 62590993 cat #: 00625006520 / bone screw self-tapping 6.5 mm dia. 20 mm length / lot #: 62619024 g2: scotland/united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported approximately nine years post implantation, patient is presenting with pain and a pseudotumor was found on an x-ray. To date, no revision has been scheduled. Attempts have been made and no further information is available.